Manufacturer narrative:
No samples (actual or unused) were received for evaluation. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. No pictures were received. No material #, batch # or any further details could be provided by the customer. Without basic information, an investigation is not possible. This complaint is closed as cannot be determined due to insufficient information. Do not use if product has sustained any transport damages. We appreciate it being brought to our attention as we continuously strive to improve greiner products and services.

Event description:
Customer states that a needle stick injury occurred when the rotational shield "flipped" while trying to engage the safety.